Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for 2 hours. By the end of contact with dexcom technical support the out of range signal had discontinued.